Event description:
It was reported that pump had battery charging issues, including not charging with multiple chargers and showing incorrect battery percentage changes. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up, no troubleshooting was completed, and no additional information was received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event:cgm model: g6.mobile os: android / android_galaxy a13 5g / 2.8 / android 16.